Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level read "high", a specific value was not provided and high ketones which were identified as dangerous by a healthcare provider. The school nurse assisted in administering a correction bolus via the customers pump to address the elevated bg. The customer changed supplies and resumed insulin therapy